Manufacturer narrative:
To date, the sample has not been rec'd for eval by the MFR. Based on the info available to date, the cause of the event is unk.

Event description:
It was reported during an av access procedure, the stent would not deploy. Another device was placed successfully. There was no pt injury reported.